Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, the videoscope cable had no image with 180 mm endoscopes. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause of the event could not be determined although it can presumed that it was due to poor contact of the cable. Olympus will continue to monitor field performance for this device.